Event description:
It was reported that the patient was admitted for a major bleeding on their tongue and transfused with 4-8 units of blood. The patient had a history of lesion/ disease at the bleeding site, and it was accelerated because of self-biting of the tongue. The event was not thought to be related to the device. At the time of the event, the patient was on warfarin and drug adjustment was made. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events which may be associated with the use of heartmate ii lvas, including bleeding. The IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.